Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray indicator lamp. No evaluation or repair report was made regarding the high output dosage. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the radiation indicator light is not lit on the monitor and the output dosage is too high. No pt injury was reported.